Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5306508, medical device expiration date: 2018-11-30, device manufacture date: 2015-11-02. Medical device lot #: 5329951, medical device expiration date: 2018-11-30, device manufacture date: 2015-11-25. Medical device lot #: 5294988, medical device expiration date: 2018-10-31, device manufacture date: 2015-10-21. Medical device lot #: 5344789, medical device expiration date: 2019-01-31, device manufacture date: 2015-12-10. Medical device lot #: 5337579, medical device expiration date: 2018-11-30, device manufacture date: 2015-12-03. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had visible blood pooling in the flash chamber. No serious injury or medical intervention.